Manufacturer narrative:
The viasys field svc rep eval'd the unit and determined that the root causes of the reported event were a faulty drive power module assembly and a faulty 3 ohm driver assembly. The viasys field svs rep replaced the driver assembly. The unit was then ran through a complete checkout to ensure that it meets all factory specs. No component and symptom trend has been identified and this event is considered to be an isolated incident. There are no corrective and/or preventative measures at present.

Event description:
Reporter called to report that this event was brought down with a note that read "vent has burning smell". He does not know if it was involved in an incident or not. (I will call respiratory to f/u). He attempted to turn on the vent (found settings max 42, min 34, power8, 33%it, 4hz, 30lpm) and the driver seemed to work "but it seemed sluggish". He did not smell any burning smell. Contacted hosp resp dept and then ICU and spoke with rt. He will have someone give me a call with "info" regarding this vent. Rt called back with some info. He said that the vent was on a pt. All that he was told was that there was 'smoke in the room coming from the vent, so they pulled the vent". The vent was only on the pt for one hour. There was no report of the driver stopping or any alarms, alarm conditions or any setting changes (he will have someone from nights give me a call with further info). Settings at time of incident: map 37, amp 110, power 7.5, 4hz, 33% it, 30lpm, max 42, min 35. Adult male pt in the ICU. Pt was placed on another 3100b. No pt compromise.